Event description:
It was reported that the pt believed that her body was rejecting the pump. It was also reported that the pt believed she had a staph infection. No tests had been done. The pt indicated that she has had a staph infection before and knows what it's like. The pt experienced sores on her skin, specifically on her face. She also had a rash and pitting edema. The pt had an indentation at least 1" deep after her neighbor tried to move her legs to make her more comfortable. The neighbor had to "break down the door in the middle of the night" because she was screaming in pain. It was also noted that the pt had gained (B) (6), since the pump was implanted. The pt's status was reported to be "fair". It was noted that the pt had an upcoming appointment for a refill. Per the rptr, the healthcare provider had informed the pt that her symptoms could be caused by medication; the pt reported that she wanted dilaudid in her pump instead of the morphine. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4) - sores on her skin.

Manufacturer narrative:
(B)(4)